Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bowel issues. The reason for call was that the patient was experiencing shocking sensations in their back where the device is located. They are not sure if the device is causing the shocking or if it is a neurological issue. The patient was implanted in the us and because of the pandemic has been located in chile with their daughter and when they called managing physician's office was told they are no longer practicing. They saw a local neurologist who recommended contacting medtronic to ask if shocking is a possible risk with the interstim. 3 months ago the patient had a fall where they broke their pelvic and sacrum. However the shocking only started recently. Last night patient had 3 or 4 flashes of electricity that was very painful but has not had any since. Reviewed shock is a possible risk and option to turn therapy off.